Event description:
It was reported, leaking at t port connector upon flushing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking t-lock assembly was confirmed and the cause was related to component failure. The product returned for evaluation was one 3cg tls stylet. The wire was inserted through the t-lock assembly septum. An attempt to infuse water through t-lock using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed in the septum where the wire passed through. Microscopic inspection of the septum revealed gaps on two sides where the wire passed through an incision. Leaking water was observed at those gaps. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the sample return. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, leaking at t port connector upon flushing. No other information was provided.